Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reported their aligners were tight and their dds noticed gum recession, exposing the root and said it could possibly be from the aligner or from brushing too hard, they were unable to determine.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.